Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that hearing performance with the device is affected. No trauma or changes in health were reported. Recipient only wears the processors a few hours a day. The clinic will proceed with re-implantation, although no date is set yet.

Manufacturer narrative:
Med-el elektromedizinische geraete ()b(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that hearing performance with the device is affected. No trauma or changes in health were reported. Per further information received, there has been no noticeable change in the bilaterally implanted child's hearing performance as noticed by the family. Recipient only wears the audio processors a few hours a day. The recipient was re-implanted. According the device explantation report, it was noted on the report that the child is unsteady and a bit _rough and tumble_.